Manufacturer narrative:
It was alleged that a patient had an allergic reaction to spark 20 - refinement. The patient was given prednisone and to date the patient is doing fine.

Event description:
Patient had an allergic reaction to spark 20 - refinement.